Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in hospital with the right atrial lead exhibited low sensing and high thresholds the impedance was stable. The lead was explanted and replaced successfully. The patient was stable post procedure.